Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively, the device¿s thread broke, on the last 15 minutes of procedure when suture was to be used for peterson's defect. When the suture was inserted through trocar, came into view of laparoscopic camera and loop on, the suture was found to have broken apart. No details were provided regarding the patient outcome. The device was discarded by the customer.